Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400, lot #436a, serial #1390: the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild charred detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 33,902 joules of use, the fiber was "firing in the wrong direction.¿ the procedure was completed using a second fiber. There was no patient injury reported.